Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/30/2020 additional information: d4, h4, h6 h3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The provided lot number, pm5bc, is invalid. Please provide a valid lot number for this event. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin laceration of left lower extremity and sore clearing on (B)(6) 2020 and suture was used. It was reported that the suture broke during sewing the wound. The procedure was completed using a new like device and there were no adverse patient consequences reported. Additional information has been requested.